Event description:
The field service engineer (fse) reported to olympus, the elevator of the evis exera ii ultrasound gastrovideoscope was not opening completely. The issue was found during an endoscopic ultrasound procedure. The procedure was completed using a similar device. Inspection and testing of the returned device found the forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found forceps elevator had foreign material. The foreign material was yellowish/brown in color but it was unknown what the foreign material was. Due to damage on the channel-tube, water tightness was lost. Due to deformation of the scope-connector, water tightness was lost. The adhesive on the distal end was detached. The light guide-cover glass had a dent. The image guide protector had a cut. The grip had a dent. Forceps channel port was shaved. Due to wear of the angle wire, bending angle in the up/down/left/right direction did not meet standard value. Due to damage on the knob-wire, forceps raising angle did not meet standard value. Due to deformation of the scope-connector, water tightness was lost. Due to wear of angle wire, the play of the up/down/right/left knob were out of standard value. The scope-cylinder was shaved. In addition, the distal end, the acoustic lens, the universal cord, the scope-cover, the switch 2 and switch 3, and the grip, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.